Event description:
It was reported that the user experienced recurrent severe low blood glucose episodes, including a reported value of 47 mg/dl, and treated lows with oral glucose; additional details were limited and the cause was unclear. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.